Event description:
Physical therapist placed four 2x2 electrodes on patient's clean, dry shoulder in a diagonal pattern for interferential stimulation. Leads 2 and 4 were hooked into the electrodes. The unit was set on 5000 hz frequency diff, with rate modulation off and vector scan off. Timer was set to 15 minutes. Intensity knobs were off prior to turning power to the unit on. After unit was turned on, rate was set to 35 bps. Before turning on the intensity knob to lead number 2, patient reported a sharp jolt of pain through his right shoulder which increased his right shoulder pain. Pt immediately turned the power to the unit off and removed the leads and electrodes. The patient's skin was examined and no changes were noted. Patient reported the pain was throbbing but was slowly returning to his baseline of pain. Physical therapist continued with the cool pack and no further changes were noted. Patient was advised to contact the physical therapist and his physician if a significant increase in pain was noted. He verbalized understanding and agreement.